Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to leakage in cuff the patient had his artificial urinary sphincter (aus) removed and replaced. The aus was explanted and a new device consisting of a 3.5 cm cuff, pump and balloon were implanted. Additional information was received that the leakage was due to a hole in the cuff. This caused increased incontinence.